Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately six months post index procedure, the patient was noted to have in-stent restenosis between 50-99%. There was no action taken and the patient has not yet recovered. The patient was enrolled in the study in 2008. The patient had lesion in the right superficial femoral artery. The lesion had 99% stenosis and was 6.1cm in length. The vessel was 4.4mm in diameter. The lesion was pre-dilated with an unknown balloon catheter, and it was noted that a type b dissection occurred. Then, a smart control stent was implanted. The patient was given aspirin and clopidogrel pre-procedure and heparin during the procedure.